Manufacturer narrative:
The reported event of r-wave amplitude variation was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged blood and tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. The visual and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedure damage.

Event description:
During implant, low sensing was observed on the right ventricular (rv) lead. Diagnostic imaging did not reveal any anomalies and according to the physician "injury looks positive." The event was resolved by explanting and replacing the rv lead. The patient was in stable condition. Additional information was requested but is not yet available.